Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited loss of capture and was dislodged. The physician attempted to reposition several times but was unsuccessful and elected not to replace the lv lead. The patient was recovering post-procedure.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Upon visual and x-ray examination, no anomalies were noted. Upon electrical testing, no indication of conductor fractures or internal shorts were found. The s-curve height was measured within specification. Specifications.